Manufacturer narrative:
This correction report is being submitted to amend previously reported information in follow-up #1. Upon review, it was identified that the g3 date was reported incorrectly. The correct g3 date is (B)(6) 2026. In addition, the type of follow-up (h2) was incorrectly reported as ¿additional information¿ and has been corrected to ¿correction.¿ no other reportable information has changed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 70-year-old male who presented with acute myocardial infarction and cardiogenic shock, with a known history of coronary artery disease. The patient was classified as scai stage e and required inotropic support, vasopressors, and mechanical ventilation for respiratory failure. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. The starting activated clotting time prior to device placement was 400. The patient underwent left main to left circumflex coronary angioplasty with percutaneous transluminal coronary angioplasty stent placement, shockwave coronary intravascular lithotripsy, and intravascular ultrasound during the index procedure. Following sheath removal and ripple sheath insertion, a hematoma developed at the right femoral access site in association with the 14 french introducer. The event was reported as a hematoma related to an access site bleed. Best practice access techniques were reportedly utilized, including ultrasound guidance, micropuncture technique, a 30-degree insertion angle, and angle matching with dressing placement. Manual pressure was applied; however, the site would decrease in size with pressure and subsequently re-expand when pressure was released. Due to persistent bleeding and hematoma formation, the decision was made to apply a femostop device for hemostatic control. Additional information received reported that the patient was transfused with one unit of packed red blood cells for management of blood loss. The patient survived. Major hematoma and access site bleeding are known potential complications of large-bore femoral arterial access, particularly in critically ill patients with cardiogenic shock, elevated activated clotting time, and concurrent anticoagulation. Given the patient¿s scai stage e status, requirement for vasoactive support, elevated activated clotting time of 400 prior to device placement, and the inherent risks of large-bore arterial access during complex percutaneous coronary intervention, the event is consistent with the known risk profile of the procedure and patient condition. A comprehensive review of the available information does not identify evidence to suggest that a device issue contributed to the event. The patient survived.

Manufacturer narrative:
The suspect medical device has been changed from the introducer to the pump. D4, lot, serial number, UDI, catalog number, and expiration date, and h4, device manufacture date, have been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.